Manufacturer narrative:
Pr number: (B)(4). The issue was isolated to the mainboard. The main board was replaced. Restoring the monitor's proper operation. Trending for this issue supports that there was no health risk and there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that there was a loss of audio. No patient harm was reported.